Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after inserting a 6f/7f mynx control vascular closure device (vcd) and pressing button number 1, the device did not deflate normally. As a result, hemostasis was achieved via 20 minutes of manual compression and there was no reported injury to the patient. This was during a diagnostic peripheral procedure in which a retrograde approach was made with an unknown 6f catheter sheath introducer (csi). The femoral artery¿s suitability was verified on angiography, including an insertion angle of 30 ¿ 45 degrees, and a vessel diameter greater than 5mm. There were no stents or calcium near the puncture site; however, there was a moderate tortuosity noted to the access vessel. In addition, the deployer's mynx training status was mynx certified prior to the procedure. It was verified that the balloon was not inverted and the device will be returned for evaluation.

Manufacturer narrative:
Additional information was received clarifying that there was no deflation difficulty malfunction. The reported event was updated to deployment difficulty-unable. Therefore, this event is considered a non-reportable event. This is a non-reportable event and was reported in error.